Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
The consumer stated that upon removal multiple pledgets unraveled and fell apart inside. She was able to manually remove the remaining pieces. She called her ob/gyn, but no appointment was made. Consumer is doing well. No further information is available at this time.